Event description:
It was reported during a da vinci-assisted single-port (sp) hysterectomy, a needle driver was used to suture the uterus vault after completely removing the uterus. However, the needle kept spinning idly during the suturing process. The wrist of the robotic sp needle driver did not rotate properly, causing the needle to be dropped into the abdominal cavity because it could not be properly grasped. Additionally, the suture tie became loose, and the knot was visible on the operating screen with the knot open. The surgeon requested an inspection, stating that the movement of the needle driver was very abnormal. Upon detaching the needle from the robot and removing the instrument sheath to inspect the wire, it was confirmed that the wire near the tip was severed. The robot was removed, and the surgery was completed after finishing the sutures using laparoscopic instruments.

Manufacturer narrative:
The needle driver instrument has not been returned to intuitive for failure analysis.